Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the staple malformed at fourth firing. The case was completed by add'l suture. There were no adverse consequence to the pt.